Manufacturer narrative:
The results of electrical, stress/environmental tests performed indicate the pacer is exhibiting normal device characteristics. Longevity assessment was performed based on as received settings and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-04163. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.